Event description:
Fidia received the info from (B)(4) (the us distributor for hyalgan) on 18-may-2010: initial and additional info was reported by a physician on 10-may-2010 and 18-may-2010: a (B)(6) male initiated hyaluronate sodium [hyalgan] (dose and therapy dates not specified) for osteoarthritis of the knee. He received his second injection on (B)(6)-2010. On (B)(6)-2010, the pt developed a fever, chest pain, and shortness of breath and was hospitalized with an admitting diagnosis of idiopathic pericarditis. At the time of the report, the pt was recovering at home and the symptoms had completely resolved. The cardiologist claimed that pericarditis was not related to the hyalgan injections but to a virus. On (B)(6)-2010, the pt received his 3rd injection and his 4th injection on (B)(6)-2010, with no problems. Lot numbers and expiration dates were not provided. Medical history included hypertension, chronic kidney disease, sleep apnea, thyroid cancer, prostate cancer, polycythemia vera and gout. Concomitant medications included acetylsalicylic acid (aspirin), atenolol, hydrochlorothiazide, felodipine (plendil), candesartan cilexetil (atacand), allopurinol and colchicine. No further relevant info reported.

Manufacturer narrative:
Pharmacovigilance comment: fidia and (B)(4) company comment: the event of pericarditis was probably secondary to a viral infection (as indicated by a cardiologist), since the pt recovered after three days. Additional info (e.g. Laboratory/diagnostic results to confirm etiology of infection and treatment of the event) is needed to make a complete medical and causal assessment of this case. Furthermore, fidia points out that the pt received 2 additional intra-articular injections with hyalgan after the event, without manifesting adverse events (rechallange was negative).